Event description:
It was reported that entrapment occurred. An opticross 6 hd imaging catheter was selected for use. It was noted that the opticross 6 hd catheter was stuck on the wire. It was able to be removed and the procedure was completed without the use of ivus. No patient injury was reported.